Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that the perfusionist stated that he had tried to connect the blue fiberoptix sensor (fos) connector to the pump (autocat2 wave, (B)(4)) prior to intra-aortic balloon (iab) insertion. The pump did not recognize the fos, so he connected and set up the central lumen ap (arterial pressure) instead. The iab was inserted using a sheath via the pt's femoral artery. Approximately two days later, the rn noticed blood in the helium line and stopped the pump. The nurse in charge said he did not receive helium loss alarms prior to seeing the blood. The driveline was clamped off and the iab was removed. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications. The outcome of the pt is listed as stable.